Event description:
A cranial biopsy of a deep lesion at the brainstem was planned to be performed with the aid of the brainlab cranial navigation system. In preparation of the surgery the patient had a MRI scan with navigation markers attached, to be used for patient registration in the actual surgery. During the procedure, the surgeon: loaded the MRI scan into the navigation system and planned the biopsy trajectory in the navigation system; performed the initial registration of the patient (with the aid of the previously attached markers); further modified the registration to obtain an optimized result; verified the accuracy before and after draping; determined the entry point with the aid of navigation and performed the incision and burr hole accordingly; used the aid of navigation to align a pre-calibrated biopsy needle with the planned trajectory; took 3 samples of tissue in the region where the navigation software indicated the planned target. All three samples obtained were determined to be non diagnostic tissue by pathology. According to the hosp. The postoperative images showed that the biopsy needle did not reach the lesion, but was about 20 mm away from the intended target. There is no further information available from the hospital regarding the clinical outcome for this specific patient (surgeon refused to provide further information).

Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, although: there is no indication of a systematic error or malfunction of the brainlab device. The corresponding measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Despite comprehensive investigation a definite root cause cannot be finally determined. Most probable root causes are: during registration of the patient, the navigation software may not have found a match between the virtual display of the preoperative image datasets and the actual patient anatomy that was as accurate as desired for this specific surgery, and/or an elastic bending of the biopsy needle that cannot be compensated by the navigation, and/or a virtual shift of the biopsy needle position due to inappropriate visibility of marker spheres, and/or a non-detected movement of the patient's head within the headholder. The inaccuracy apparently was not detected during the required accuracy verification performed by the user. There is no indication for a systematic error or malfunction of the brainlab device. According measures to reduce these already anticipated risks to be as low as reasonably practicable are in place. Brainlab intends to offer an additional training to this hospital.